Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker traced the cause of the reported issue to the user. A review of the device's electronic records showed the magnet became dislodged during shipping preparation of the device to stryker. The customer received a replacement device. The returned device was archived by stryker.